Event description:
It was reported that on the back table, per the attached photos, the defining screw did not break as flat as intended, so the liner didn¿t fit well, when assembling the tray and stem we used this torque defining screw.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the torque defining screw issue reported may have been the result of the surgeon applying an off-axis twisting force to the torque screw when attempting to torque to 11 n-m, which resulted in the screw head breaking improperly.